Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the led light of the videolaryngoscope lit up but had no display even the battery icon. There was no patient involvement.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted one battery was returned. The measurement of the battery's clip width with caliper found within tolerance. The battery passed all other required visual inspection other than the pull tab, which was found to have considerable wear due to normal use. The battery was then installed in a test video laryngoscope. All attempts at activation resulted in display of a blue initialization screen followed immediately by a flashing battery symbol at the bottom right corner with the display visibly flickering, which was abnormal. Illumination of the camera led was also observed until deactivation was then performed. Installation of the failed battery into the 10-second. While the battery was active in the fixture, and they were found to be significantly less than the required volts needed to allow the video laryngoscope to pass post nor effectively maintain operation after passing post. It was reported that the led light of the videolaryngoscope lit up but had no display even the battery icon. The reported issue was confirmed the most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.